Event description:
During procedure fluoroscopy was utilized to assist with visualization during screw placement. To aid in screw placement, a cannulated awl was navigated transpedicularly into the vertebral body under ap and lateral fluoroscopy guidance. A k-wire was then placed and advanced to the anterior portion of the vertebral body firmly within the bone. The screw was then directed over this k-wire. The k-wire was removed prior to driving the screw home. At this time, the tip of the k-wire had sheared off and was contained within the anterior vertebral body. X-ray was utilized using multiple views. It was noted to be fully encased in the bone and unretrievable. The 5-mm piece of retained k-wire was left in place.